Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020 a follow-up CT confirmed that the contralateral leg component, located in the patient's right common iliac artery, had migrated proximally (distance unknown). Reportedly a distal type I endoleak was present. According to the gore representative and the physician, the initial treatment length was about 11cm, so the 11.5cm device was implanted at the shortest treatment length. The physician commented that a longer device should have been used (13.5cm stent graft) rather than the 11.5cm device that was used for the index procedure. The device migration is being attributed to device sizing. On (B)(6) 2020 reoperation was performed. An additional contralateral leg component was deployed in the patient's right common iliac artery to treat the type I endoleak. The patient tolerated the procedure.